Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced ongoing groin bleeding from femoral vein access site following a pulse field ablation procedure performed using a faradrive steerable sheat. The patient required overnight hospital admission for compression system placement. The compression was removed overnight but had to be placed again due to recurrent bleeding. The patient was discharged the next day in stable condition without any significant bleeding and able to ambulate without difficulty. No additional information was provided. The device will not be returned for analysis, as it was discarded.